Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states: dislocation was the reason for the reoperation. S-rom stem with a 52 mm ultamet liner with a 36mm head had previously been implanted. The head and liner were removed and a pinnacle 52mm constrained liner was implanted and impacted into the cup. A +3 / 32mm head was then impacted on to the s-rom stem, the locking ring was placed over the head and rested on the trunion. Hip was reduced into the constrained liner and the ring was properly seated and gently tapped into place. Some darkish gray soft tissue was removed. Doi: unknown, dor: (B)(6) 2018, unknown hip.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.